Manufacturer narrative:
A supplemental report will be submitted upon completion of plant investigation.

Event description:
A peritoneal dialysis patient called in and advised that during last night's treatment during the last drain she was receiving an air detected in cassette alarm, due to cycler being turned off at the time tech support could not confirm how many drains the patient had. Upon removing the tubing she noticed a hole in the cassette and fluid leaked inside the cycler. During follow up the patient's peritoneal dialysis nurse (pdrn) stated the patient¿s reported issues has resolved without any medical intervention. The patient reverted to manual therapy and was doing fine and continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called in and advised that during last night's treatment during the last drain she was receiving an air detected in cassette alarm, due to cycler being turned off at the time tech support could not confirm how many drains the patient had . Upon removing the tubing she noticed a hole in the cassette and fluid leaked inside the cycler. During follow up the patient's peritoneal dialysis nurse (pdrn) stated the patient¿s reported issues has resolved without any medical intervention. The patient reverted to manual therapy and was doing fine and continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The set was discarded.